Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bluetooth is off warning message occurred. Data analysis will not confirm the alleged complaint or determine a root cause. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4 catalog no - additional information. H2 type of follow up: additional information.

Event description:
Subsequent to the initial MDR, additional information is available.